Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient reported that the up arrow button was intermittently working and it required several presses to respond. The reporter confirmed that the keypad was intact with no peeling or other damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/25/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the unresponsive up arrow keypad button was not able to be duplicated; all keypad buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display that was difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.